Manufacturer narrative:
(B)(4). Concomitant medical product: oss segmental femoral component catalog # 150355 lot # 267280; oss tibial bearing catalog # 150411 lot # 312720; oss femoral bushings set catalog # 150477 lot # 040920; oss femoral bushings set catalog # 150477 lot # 918980; oss yoke catalog # 150493 lot # 991160; oss tibial bushing catalog # 150476 lot # 581390; oss non-modular long tibial baseplate catalog # 161043 lot # 068050; compress device segmental anchor plug catalog # 178402 lot # 930680; compress transverse pin catalog # 178527 lot # 785050; compress nut catalog # 178512 lot # 885860; compress centering sleeve catalog # 178537 lot # unknown; oss diaphyseal locking screw set catalog # 150481 lot # 133790; compress taper adapter catalog # 178711 lot # 755330; oss diaphyseal stacking adaptor catalog # 150483 lot # 975100; oss diaphyseal segment catalog # 150465 lot # 414310; oss diaphyseal segment catalog # 150464 lot # 556640; oss axle catalog # 150480 lot # 584290; oss locking pin catalog # 150478 lot # 210660. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-09174, 0001825034-2018-09175, 0001825034-2018-09178, 0001825034-2018-09181, 0001825034-2018-09183, 0001825034-2018-09418, 0001825034-2018-09420, 0001825034-2018-09421, 0001825034-2018-09423, 0001825034-2018-09424, 0001825034-2018-09425, 0001825034-2018-09426, 0001825034-2018-09428, 0001825034-2018-09429, 0001825034-2018-09430, 0001825034-2018-09433. Product location is unknown.

Event description:
It was reported that after a patient underwent a knee arthroplasty with a limb salvage system the patient went into deep flexion, against the surgeons orders, and heard an audible popping noise. The patient underwent a revision, during which it was reported that the compress nut was re-tightened and the construct was re-assembled using the same metal components with new polyethylene components. No additional information was provided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.